Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered to be clogging the device nozzle. The customer's originally reported issue was confirmed. The following additional findings were also noted: assorted cracks, scratches, discolorations, deformations, peeling paint, angulation out of specification and angle play, porosity of the bending section cover, and water contact/water removal failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that it seemed as if there was something stuck in the flushing to the lens of their evis exera iii colonovideoscope device, because it flushed in the wrong direction. Upon inspection and testing of the returned unit, foreign material of an unknown origin was found to be clogging the nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: -operation manual chapter 3 preparation and inspection shows how to detect the event. -reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.